Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; log file analysis did not reveal any anomalies during the analyzed period and analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller. The data transfer between controller and monitor worked as expected. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. It is possible that connection technique may have contributed to the event; however, with review of the reported information and results of the testing no root cause conclusion for the unconfirmed reported event can be made. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from chile by the hospital staff while a patient was in ICU after implant, the controller was connected to monitor and there was an intermittent loss of communication between controller and monitor. The pump was working fine and there was no alarm from the controller. Later the same day, there was complete loss of communication between controller and monitor, without an alarm. First, the data cable was exchanged with a new one and there was still no data on monitor. The monitor was exchanged and there was still no communication or data on the monitor. At this time the back-up controller was tested on both monitors and there was data. The controller was exchanged to the back-up controller and there was data on monitor without loss of information. There were no effects on the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The monitor is a touch screen tablet that uses proprietary software to display system performance and to permit adjustment of selected controller parameters during a hospital stay. When connected to a controller, the monitor receives continuous data from the controller and displays real-time and historical pump information. The monitor also displays alarm conditions. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 58 of 117 .